Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection noted that the tubing was cut apart from between the stopcock and the luer lock. The reported condition was verified. Sealing marks were also noticed on the tubing end. The cause of the cut was determined to be due to a human error during the manufacturing process that resulted in the tubing being incorrectly sealed by the packaging machine. In order to address this condition, the manufacturing process during which the error occurred will be recertified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set with 3 way stopcock had a cut in its tubing, between the stopcock and the luer lock. The reporter stated that the tubing was flattened at the location of the cut. There was no patient involvement as this was noticed before use. No additional information is available.